Event description:
The customer reported that the ventilator alarmed due to a high oxygen supply pressure occurrence. The customer reported the device was not in use therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the hospital biomedical engineer contacted manufacturer's product support (pse) for assistance. The pse had customer disconnect the o2 cylinder, and the transport manifold from the unit and had customer reconnect the transport manifold, then reconnect o2 using a wall source. Unit operates with no o2 alarms. The pse had customer connect the o2 cylinder, then disconnect the wall o2. Unit continues to operate with no o2 alarms. The pse discussed high pressure o2 delivered from the o2 cylinder and getting trapped between the o2 sol and the check valve in the transport manifold. No part was replaced.

Manufacturer narrative:
Device out of warranty; service completed by customer.